Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt who had a previous thr operation experienced a periprosthetic fracture implanted in approx (B)(6) 2012. In approx (B)(6) 2012, four months after implantation it was discovered, the plate broke at a screw hole. The hardware was removed on an unk date, it is not known what the pt was revised to. Surgeon noted pt did not do any heavy duty work, happened when the pt was walking.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation is on going.